Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip breakage.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirmed the reported event of tip breakage. Follow up communication for additional information was unsuccessful. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. The provided date code (B)(4) indicates the instrument was manufactured in february 2010; after the design changes. Health hazard evaluations (B)(4) in (B)(4) 2009 and (B)(4) in (B)(4) 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. Because there have now been failures reported involving the improved design, an additional preliminary risk assessment, (B)(4) was initiated in (B)(4) 2013. The preliminary risk assessment concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Continue to monitor through (B)(4). Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.